Manufacturer narrative:
This event occurred in (B)(6). The test strips were requested for investigation. The product has was completely used by the customer and nothing is left to return. Relevant retention test strips (lot 387243) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
The initial reporter complained of discrepant inr results for two patients with coaguchek pro ii meter serial number (B)(4), compared to an unknown laboratory method. For patient a on (B)(6) 2019 at an unknown time, the meter result was 4.2 inr. The result from the laboratory at an unknown time was 3.0 inr. For patient b on (B)(6) 2019 at an unknown time, the meter result was 4.2 inr. The result from the laboratory at an unknown time was 3.0 inr.